Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch (pedal) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that x-ray continued to be emitted after release of the foot switch. There is no report of a patient injury or death associated with this event.